Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins)(s/n: (B)(6)) determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-15 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had therapy issues. The patient stated the ins never worked for them, and three weeks ago they started having pain at the implant site that went all the way across their back. They ended up at the ER. The patient stated that the ins had been in MRI mode for "a long time". The agent reviewed this would mean the ins was off. The patient stated they tried all of the programs and worked with their previous hcp but could not get the ins to work. The patient stated they would have an appointment with their healthcare provider (hcp) tomorrow and would discuss the issues then. A few days later the patient called back and reported that since they got the device it never helped their symptoms. On (B)(6) 20254 the patient mentioned that they had pain at the implant site and that the implant had never worked. On 2026-jan-20 additional information was received from the patient. They reported that they had their system removed on (B)(6) 2026 because it was causing them pain.